Event description:
Reporter states the end user was getting back into the chair when the lever on the armrest receiver clamp had come out causing the left front clamp not to be locked. End user put the end user's arm on the armrest to get back in the chair and the armrest popped up causing the end user to fall out of the chair. The end user did see a doctor who stated that the end user's leg tendons were torn.